Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer reported that the station took a long time to boot up. A field service engineer (fse) identified that the medstation took a long time to boot and that the auxiliary full-height drawer 7 had failed. The fse reseated the row board cable at the board connection for drawer 7, then logged into the hardware test application and ran a test, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis was acting slow when opening a drawer. The station experienced several unexpected reboots and indicated battery issue. There were no adverse events or injuries reported based on this event.